Event description:
"Dr was using elite resectoscope for myoma resection. Scope was assembled, and introduced into pt. The valley lab generator was set at 160 watts of pure cutting current. When the surgeon activated the generator, he heard a popping sound and saw smoke coming out of the actuation block in the eiwe. The result was that the actuation block turned black, the surgeon's glove also became black. There was no injury to the surgeon or the pt.